Event description:
It was reported to medtronic minimed that the customer experienced pump had a large crack. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked reservoir tube lip, minor scratched lcd window, missing display window cover, peeling keypad overlay, pillowing keypad overlay, cracked case (battery tube), stained serial number label, and scratched case. Cosmetic damage was confirmed crack on the case during analysis. For additional information regarding the tests performed refer to (B)(4). Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.